Event description:
It was reported that the patient had an indwelling PICC on (B)(6) 2024, on (B)(6), there was swelling of the right upper limb, ultrasound suggests venous thrombosis of the right upper limb, consider venous thrombosis caused by indwelling PICC placement, elevate the right upper limb, always observe and detect the situation of the right upper limb, and pay attention to the use of medication. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient had an indwelling PICC on (B)(6)2024, on (B)(6) there was swelling of the right upper limb, ultrasound suggests venous thrombosis of the right upper limb, consider venous thrombosis caused by indwelling PICC placement, elevate the right upper limb, always observe and detect the situation of the right upper limb, and pay attention to the use of medication. No other information was provided. Additional information: this is a patient from the respiratory department of the hospital, the patient's underlying disease is relatively serious, and he has been transferred to other hospitals in the city for treatment 2 days after the thrombosis.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.